Event description:
Stryker pi drill [# redacted] began shaking and became warm to touch getting increasingly warm. Drill removed from back table and labeled with repair tag and new drill provided for surgeon use. No harm to patient.

Event description:
Stryker pi drill #019 began shaking and became warm to touch getting increasingly warm. Drill removed from back table and labeled with repair tag and new drill provided for surgeon use. No harm to patient.